Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 ng/ml on a patient. I-stat results (ng/ml): (B)(6) 2011, 20:25, initial collection. August 13, 2011, 20:54, initial testing with result of 0.11. (B)(6) 2011, 22:42, 90 minute collection. (B)(6) 2011, 23:19, 90 minute testing with result of 0.02. Lab result: 0.019. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR reports # 2245578-2011-00162, # 2245578-2011-00171 through 2245577-2011-00183, 2245578-2011-00192 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has resolved the issue.